Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient was admitted to the hospital due to a cerebral infarction and received intravenous treatment. While using a closed-system intravenous cannula, a fibrous fm was discovered inside the cannula tubing. The cannula was promptly replaced, causing no adverse effects to the patient. The product was discontinued immediately, and the patient experienced no other discomfort or harm.